Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected. Section d catalog number was corrected.

Manufacturer narrative:
B5: additional event information was received. D6b: explant day, month and year was provided.

Event description:
Additional information received from the complainant reporting, after returning to ICU with va ECMO cannulation, the impella was decreased to p4 from p8. The patient had a ¿purge system blocked¿ alarm. Purge pressures of 1100, pf <2.

Manufacturer narrative:
Patient's height and weight not provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. After 18 days of support a placement signal not reliable; alarms on and off were noted and resolved on its own. No patient harm was reported. Patient is still on support.